Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 40-50 mg/dl. The customer stated that low blood glucose occur throughout the day and there doesn't seem to be an apparent pattern/trend. The customer tried to register for carelink but has not been able to. The customer was offered to help him register but he declined. The customer was offered to transfer helpline but declined.